Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.